Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, broken/cracked tubing. Product received expanded evaluation. The expanded evaluation report states: visual observation- both of the side frames have a crack in the tubing that go around the frame tubing sides and back. The crack is slightly visible from the front. Functional observation- the side frames are cracked and could not be tested in their as received condition. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the frame tubing cracking at the bend. The cause of the cracking could not be found. Complaint of "both sides of the frame are cracked" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Visual observation- both of the side frames have a crack in the tubing that go around the frame tubing sides and back. The crack is slightly visible from the front. Functional observation- the side frames are cracked and could not be tested in their as received condition. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the frame tubing cracking at the bend. The cause of the cracking could not be found. Provider states that both sides of the frame are cracked.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that both sides of the frame are cracked.